Event description:
Received an email complaint that a surgeon sent in to mitek mgmt. The surgeon states that he has had "about" 10 post-operative arthroscopic shoulder repair failures with versalok anchors. At least 3 of the cases presented the failures 2 months post-op. Three of the original repairs have had re-surgeries for remedy and the others are up coming. At this point in time this is all of the information at hand, we are probing for more details. [Each of the 10 cases are represented in separate MDR reports. See associated mdrs; 1221934-2007-00253, -00254, -00255, -00257, -00258, -00259, -00260, -00261 and -00262].

Manufacturer narrative:
At this point in time nothing much is know. Mitek is in the info gathering mode. When all that can be, a follow-up report will be filed detailing our findings.